Event description:
In 2002, the user facilities surgery manager informed the manufacturer's representative of the following: device catheter had a tear in it lateral level of clavicle/rib. Partial "pinch-off" effect. The device was sent to the user facilities risk management and will alert sales representative when the device will be available for return.